Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("bilateral salpingectomy to remove essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine leiomyoma ("uterine fibroids, fibroids tumor in uterus"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), menorrhagia ("abnormal heavy menstrual bleeding"), dysmenorrhoea ("abnormal menstrual pain"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), dental caries ("tooth decay"), fatigue ("chronic fatigue"), raynaud's phenomenon ("raynaud's disease") and anxiety ("anxiety"). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, procedural pain, menorrhagia, dysmenorrhoea, rash, pruritus, alopecia, dental caries, fatigue, raynaud's phenomenon and anxiety outcome was unknown and the uterine leiomyoma had resolved. The reporter considered alopecia, anxiety, dental caries, dysmenorrhoea, fatigue, medical device removal, menorrhagia, procedural pain, pruritus, rash, raynaud's phenomenon and uterine leiomyoma to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes (B)(6) 2017, plaintiff underwent an ultrasound that showed correct placement of one of the essure® micro-inserts. The view of the other micro-insert was obscured by two fibroid tumors in her uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('abnormal menstrual pain') in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency, headache, hemorrhoids, ulcerative colitis, pelvic pain and adenomyosis. Concomitant products included acetylsalicylic acid (asprin) and sulfasalazine. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced raynaud's phenomenon ("raynaud's disease/autoimmune disorder type of disorder: raynaud¿s connective tissue disorder"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced fatigue ("chronic fatigue") and anaemia ("anemia"). In (B)(6) 2010, the patient experienced anxiety ("anxiety") and feeling abnormal ("brain fog"). In (B)(6) 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: food, environmental") and food allergy ("allergic or hypersensitivity reaction type: food, environmenta"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced spinal osteoarthritis ("other injury (ies) or complication (s) please describe: spinal degeneration of lower spine"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids, fibroids tumor in uterus"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), rash ("rashes"), procedural pain ("painful post-operative recovery"), pruritus ("itching"), dental caries ("tooth decay"), premenstrual syndrome ("premenstrual syndrome"), swelling face ("puffiness / puffiness in my face and neck/ double chin"), periorbital swelling ("bags under eyes") and swelling ("puffiness / puffiness in my face and neck/ double chin"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, vaginal haemorrhage, rash, procedural pain, pruritus, uterine leiomyoma, hypersensitivity, alopecia, dental caries, fatigue, raynaud's phenomenon, anxiety, food allergy, feeling abnormal and spinal osteoarthritis outcome was unknown, the menorrhagia and premenstrual syndrome had resolved and the abdominal distension, weight increased, anaemia, swelling face and swelling was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, dental caries, dysmenorrhoea, fatigue, feeling abnormal, food allergy, hypersensitivity, menorrhagia, periorbital swelling, premenstrual syndrome, procedural pain, pruritus, rash, raynaud's phenomenon, spinal osteoarthritis, swelling, swelling face, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. The coils are easily placed in both tubal ostia, using the usual procedure. 2 coils are noted to protrude from the right tube and 5 coils from the left tube post procedure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. (B)(6) 2017, plaintiff underwent an ultrasound that showed correct placement of one of the essure® micro-inserts. The view of the other micro-insert was obscured by two fibroid tumors in her uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, anxiety, anemia, menorrhagia. Concerning the injuries reported in this case, the following one was reported via social media: periorbital swelling . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of dysmenorrhoea ('abnormal menstrual pain'). In a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: iron deficiency, headache, hemorrhoids, ulcerative colitis, pelvic pain and adenomyosis. Concomitant products included: acetylsalicylic acid (asprin) and sulfasalazine. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced raynaud's phenomenon ("raynaud's disease/autoimmune disorder type of disorder: raynaud¿s connective tissue disorder"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced fatigue ("chronic fatigue") and anaemia ("anemia"). In (B)(6) 2010, the patient experienced anxiety ("anxiety"). And feeling abnormal ("brain fog"). In (B)(6) 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction, type: food, environmental") and food allergy ("allergic or hypersensitivity reaction, type: food, environmental"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced spinal osteoarthritis ("other injury (ies) or complication (s) please describe: spinal degeneration of lower spine"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids, fibroids tumor in uterus"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), rash ("rashes"), procedural pain ("painful post-operative recovery"), pruritus ("itching"), dental caries ("tooth decay"), premenstrual syndrome ("premenstrual syndrome"), swelling face ("puffiness/ puffiness in my face and neck/ double chin"), periorbital swelling ("bags under eyes") and swelling ("puffiness/puffiness in my face and neck/double chin"). The patient was treated with surgery (hysterectomy, with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, vaginal haemorrhage, rash, procedural pain, pruritus, uterine leiomyoma, hypersensitivity, alopecia, dental caries, fatigue, raynaud's phenomenon, anxiety, food allergy, feeling abnormal and spinal osteoarthritis outcome was unknown. The menorrhagia and premenstrual syndrome had resolved. And the abdominal distension, weight increased, anaemia, swelling face and swelling was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, dental caries, dysmenorrhoea, fatigue, feeling abnormal, food allergy, hypersensitivity, menorrhagia, periorbital swelling, premenstrual syndrome, procedural pain, pruritus, rash, raynaud's phenomenon, spinal osteoarthritis, swelling, swelling face, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff symptoms are mostly resolved. The coils are easily placed in both tubal ostia, using the usual procedure. 2 coils are noted to protrude from the right tube. And 5 coils from the left tube post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 19.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2009, results: total bilateral occlusion. On (B)(6) 2017, plaintiff underwent an ultrasound that showed correct placement of one of the essure® micro-inserts. The view of the other micro-insert was obscured by two fibroid tumors in her uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, anxiety, anemia, menorrhagia. Concerning the injuries reported in this case, the following one was reported via social media: periorbital swelling. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("bilateral salpingectomy to remove essure") in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency, headache, hemorrhoids, ulcerative colitis, pelvic pain and adenomyosis. Concomitant products included acetylsalicylic acid (asprin) and sulfasalazine. In february 2009, the patient had essure inserted. In january 2010, the patient experienced raynaud's phenomenon ("raynaud's disease/autoimmune disorder type of disorder: raynaud¿s connective tissue disorder"). In march 2010, the patient experienced alopecia ("hair loss"). In may 2010, the patient experienced fatigue ("chronic fatigue"). In june 2010, the patient experienced anxiety ("anxiety") and feeling abnormal ("brain fog"). In july 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: food, environmental") and food allergy ("allergic or hypersensitivity reaction type: food, environmenta"). In january 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In january 2014, the patient was found to have weight increased ("weight gain"). In may 2016, the patient experienced spinal osteoarthritis ("other injury (ies) or complication (s) please describe: spinal degeneration of lower spine"). On (B)(6)2017, the patient was found to have uterine leiomyoma ("uterine fibroids, fibroids tumor in uterus"). On (B)(6)2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), dysmenorrhoea ("abnormal menstrual pain"), rash ("rashes"), pruritus ("itching"), dental caries ("tooth decay"), premenstrual syndrome ("premenstrual syndrome"), anaemia ("anemia"), abdominal distension ("bloating") and swelling ("puffiness"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the medical device removal, uterine leiomyoma, procedural pain, dysmenorrhoea, rash, pruritus, alopecia, dental caries, fatigue, raynaud's phenomenon, anxiety, vaginal haemorrhage, hypersensitivity, food allergy, feeling abnormal and spinal osteoarthritis outcome was unknown, the menorrhagia and premenstrual syndrome had resolved and the weight increased, anaemia, abdominal distension and swelling was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, dental caries, dysmenorrhoea, fatigue, feeling abnormal, food allergy, hypersensitivity, medical device removal, menorrhagia, premenstrual syndrome, procedural pain, pruritus, rash, raynaud's phenomenon, spinal osteoarthritis, swelling, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. The coils are easily placed in both tubal ostia, using the usual procedure. 2 coils are noted to protrude from the right tube and 5 coils from the left tube post procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - in may 2009: results: total bilateral occlusion. (B)(6)2017, plaintiff underwent an ultrasound that showed correct placement of one of the essure® micro-inserts. The view of the other micro-insert was obscured by two fibroid tumors in her uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, anxiety, anemia, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: pfs and mr received, reporter added, aka added, patients demographic added, product indication updated, event added- menorhagia, vaginal haemorrhage, hypersensitivity, food allergy, feeling abnormal, weight gain, spinal osteoarthritis, premenstrual syndrome, anemia, abdominal distension, swelling face, events onset date and outcome added, concomitant drug and medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("bilateral salpingectomy to remove essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced uterine leiomyoma ("uterine fibroids, fibroids tumor in uterus"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), menorrhagia ("abnormal heavy menstrual bleeding"), dysmenorrhoea ("abnormal menstrual pain"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), dental caries ("tooth decay"), fatigue ("chronic fatigue"), raynaud's phenomenon ("raynaud's disease") and anxiety ("anxiety"). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, uterine leiomyoma, procedural pain, menorrhagia, dysmenorrhoea, rash, pruritus, alopecia, dental caries, fatigue, raynaud's phenomenon and anxiety outcome was unknown. The reporter considered alopecia, anxiety, dental caries, dysmenorrhoea, fatigue, medical device removal, menorrhagia, procedural pain, pruritus, rash, raynaud's phenomenon and uterine leiomyoma to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes. On (B)(6) 2017, plaintiff underwent an ultrasound that showed correct placement of one of the essure® micro-inserts. The view of the other micro-insert was obscured by two fibroid tumors in her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('abnormal menstrual pain') in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency, headache, hemorrhoids, ulcerative colitis, pelvic pain and adenomyosis. Concomitant products included acetylsalicylic acid (asprin) and sulfasalazine. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced raynaud's phenomenon ("raynaud's disease/autoimmune disorder type of disorder: raynaud¿s connective tissue disorder"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced fatigue ("chronic fatigue") and anaemia ("anemia"). In (B)(6) 2010, the patient experienced anxiety ("anxiety") and feeling abnormal ("brain fog"). In (B)(6) 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: food, environmental") and food allergy ("allergic or hypersensitivity reaction type: food, environmenta"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced spinal osteoarthritis ("other injury (ies) or complication (s) please describe: spinal degeneration of lower spine"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids, fibroids tumor in uterus"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), rash ("rashes"), procedural pain ("painful post-operative recovery"), pruritus ("itching"), dental caries ("tooth decay"), premenstrual syndrome ("premenstrual syndrome"), swelling face ("puffiness / puffiness in my face and neck/ double chin"), periorbital swelling ("bags under eyes") and swelling ("puffiness / puffiness in my face and neck/ double chin"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 26-jan-2018. At the time of the report, the dysmenorrhoea, vaginal haemorrhage, rash, procedural pain, pruritus, uterine leiomyoma, hypersensitivity, alopecia, dental caries, fatigue, raynaud's phenomenon, anxiety, food allergy, feeling abnormal and spinal osteoarthritis outcome was unknown, the menorrhagia and premenstrual syndrome had resolved and the abdominal distension, weight increased, anaemia, swelling face and swelling was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, dental caries, dysmenorrhoea, fatigue, feeling abnormal, food allergy, hypersensitivity, menorrhagia, periorbital swelling, premenstrual syndrome, procedural pain, pruritus, rash, raynaud's phenomenon, spinal osteoarthritis, swelling, swelling face, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. The coils are easily placed in both tubal ostia, using the usual procedure. 2 coils are noted to protrude from the right tube and 5 coils from the left tube post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - in may 2009: results: total bilateral occlusion. October 24, 2017, plaintiff underwent an ultrasound that showed correct placement of one of the essure® micro-inserts. The view of the other micro-insert was obscured by two fibroid tumors in her uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, anxiety, anemia, menorrhagia concerning the injuries reported in this case, the following one was reported via social media: periorbital swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: extension of expected date of next report on 23-mar-2020: social media received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('abnormal menstrual pain') in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included iron deficiency, headache, hemorrhoids, ulcerative colitis, pelvic pain and adenomyosis. Concomitant products included acetylsalicylic acid (asprin) and sulfasalazine. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced raynaud's phenomenon ("raynaud's disease/autoimmune disorder type of disorder: raynaud¿s connective tissue disorder"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced fatigue ("chronic fatigue") and anaemia ("anemia"). In (B)(6) 2010, the patient experienced anxiety ("anxiety") and feeling abnormal ("brain fog"). In (B)(6) 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: food, environmental") and food allergy ("allergic or hypersensitivity reaction type: food, environmenta"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced spinal osteoarthritis ("other injury (ies) or complication (s) please describe: spinal degeneration of lower spine"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids, fibroids tumor in uterus"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), rash ("rashes"), procedural pain ("painful post-operative recovery"), pruritus ("itching"), dental caries ("tooth decay"), premenstrual syndrome ("premenstrual syndrome"), swelling face ("puffiness / puffiness in my face and neck/ double chin"), periorbital swelling ("bags under eyes") and swelling ("puffiness / puffiness in my face and neck/ double chin"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, vaginal haemorrhage, rash, procedural pain, pruritus, uterine leiomyoma, hypersensitivity, alopecia, dental caries, fatigue, raynaud's phenomenon, anxiety, food allergy, feeling abnormal and spinal osteoarthritis outcome was unknown, the menorrhagia and premenstrual syndrome had resolved and the abdominal distension, weight increased, anaemia, swelling face and swelling was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, dental caries, dysmenorrhoea, fatigue, feeling abnormal, food allergy, hypersensitivity, menorrhagia, periorbital swelling, premenstrual syndrome, procedural pain, pruritus, rash, raynaud's phenomenon, spinal osteoarthritis, swelling, swelling face, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. The coils are easily placed in both tubal ostia, using the usual procedure. 2 coils are noted to protrude from the right tube and 5 coils from the left tube post procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. (B)(6) 2017, plaintiff underwent an ultrasound that showed correct placement of one of the essure® micro-inserts. The view of the other micro-insert was obscured by two fibroid tumors in her uterus. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, anxiety, anemia, menorrhagia concerning the injuries reported in this case, the following one was reported via social media: periorbital swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received- new event bags under eyes was added. Event coding was updated from swelling nos to swelling face. Event of neck swelling was added. Event medical device removal was removed and surgery added to dysmenorrhea. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.